Manufacturer narrative:
Software reinstalled; backup restored; system tested and released. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that software reinstallation was performed due to suite pc connection failure on a azurion 3 m15. The clinical use of the system was outside clinical use. There was no reported patient or user harm.